Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After valve was connected to patient, no flow ever occurred. Replaced valve with new codman hakim programmable valve. No adverse consequences.